Event description:
One jaw of lap bowel grasper fell off of instrument and into patient's abdomen during a laparoscopic case and under intended usage. Unable to locate piece so flat plate x-ray was taken. Piece located on x-ray and was eventually located in abdomen and removed after an additional incision was made. Broken piece and entire instrument removed from sterile field. Another x-ray taken to indicate that missing piece was no longer in abdomen. Lap bowel grasper peel packages from case sent along with broken instrument to management.